Manufacturer narrative:
The facilities biomed indicated that the bed is occupied and has not completed his investigation.

Event description:
The facility indicated the scale is weighing inaccurately.